Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported a shocking sensation during recharge. They stated they had always had difficulty finding the ins to charge, but the day prior was the first time they ever felt a shocking sensation. They were placing the charger on bare skin at first, but then they tried over their underwear and pants and they still felt the shocking. They described it as a static shock on the skin. The implant site was healed and the sensation occurred while searching for device as soon as the patient placed the charger on their skin.  It was noted the patient was not sweaty/hot and troubleshooting did not improve the sensation.